Event description:
It was reported that the insertable cardiac monitor (icm) migrated after implant. The patient also noted wanting to use the byod application, so technical services (ts) instructed the patient on completing enrollment. Ts recommended the patient follow up with their clinic to resolve the migration and confirm device positioning. During the follow up the device was found to be out of the patient incision. The device was explanted and a new icm was implanted as a replacement. No adverse patient effects were reported.